Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous low results for 1 patient sample tested for sodium, potassium and chloride on a cobas 6000 core unit. The erroneous results were reported outside of the laboratory. The initial sodium result was 75.2 mmol/l. The repeat result was 141.2 mmol/l. The initial potassium result was 2.2 mmol/l. The repeat result was 4.1 mmol/l. The initial chloride result was 50.8 mmol/l. The repeat result was 104.7 mmol/l. There was no allegation that an adverse event occurred. No electrode lot numbers or expiration dates were provided. The results the customer received suggest a pre-analytical issue. It is likely that the patient sample was mis-sampled. Mis-sampling can be caused by an insufficient amount of sample being aspirated due to part of the sample being replaced by non-reactive material. This can occur when either needle lubricant from the blood collection device or micro-clots or fibrin which are floating in the sample get aspirated together with the sample.